Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. This lead was in service for less than 3 months and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. This investigation would be updated should further information be provided. This lead was returned to boston scientific post market quality assurance laboratory and was analyzed. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to unknown reasons. Attempts to obtain additional information were unsuccessful. This lead was in service for less than 3 months and it was returned for analysis. No additional adverse patient effects were reported.